Event description:
It was reported that the patient had not used her spinal cord stimulator and did not recharge due to other health issues. The ins depleted and could not be interrogated and would not take a charge. The ins was explanted and replaced. It was reported that there was no injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Product ID: 3550-43, lot# n296002, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-39, lot# n290608, implanted: (B)(6) 2011, product type: accessory. Product ID: 37092, lot# 288600001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins model 37712, serial (B)(4), found no significant anomaly. The ins was functionally ok.

Manufacturer narrative:
(B)(4).